Event description:
The patient reported that they have a little bit of pain in their vagina that is kind of a stinging feeling as of (B)(6). It was stated that before they went to bed they could really notice it, so they put a wet wash rag on it which made it feel better. However, as of the report date the pain is starting again so they used another wet wash rag on it again, with no redness or warmth on the vagina was noted. The patient then decreased stimulation from 0.7 to 0.6 and the stinging/discomfort went away. It was also reported that the trial worked better than their implanted device which was implanted on (B)(6). The patient stated that they have to change pads especially in the morning and do pretty good during the day but still have a little bit of leaking. Indication for implant is urinary dysfunction/sacral nerve stimulation gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.